Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Double lumen catheter required for a term baby ((B)(6)). Infant ventilated, on nitric oxide, cardiovascular status unstable, requiring inotropes dopamine, dobutamine, epinephrine and nor-epinephrine. Line placed 1st attempt in r saphenous vein at the ankle-easily thread to 30 cm, no difficulty passing through the nip, baby sedated on precedex and fentanyl, no response to IV poke, no resistance, no restraint needed . Attempted to remove the guide wire after confirming placement by blood aspiration and flushing of line with heparinized saline. Line was pre-flashed to ensure patency and check for leaks, guide wire easily removable prior to insertion. Line started to curl and twist, slight resistance felt. Leg extended, guide wire slowly removed, line reconnected to flush-unable to flush easily, beads of flush visible at the point where the thicker white part of the line coming from the butterfly where it meets the thin part of the line. Line needed to be removed; line full of blood.

Event description:
Double lumen catheter required for a term baby ((B)(6)). Infant ventilated, on nitric oxide, cardiovascular status unstable, requiring inotropes dopamine, dobutamine, epinephrine and nor-epinephrine. Line placed 1st attempt in r saphenous vein at the ankle-easily thread to 30cm, no difficulty passing through the nip, baby sedated on precedex and fentanyl, no response to IV poke, no resistance, no restraint needed . Attempted to remove the guide wire after confirming placement by blood aspiration and flushing of line with heparinized saline. Line was pre-flashed to ensure patency and check for leaks, guide wire easily removable prior to insertion. Line started to curl and twist, slight resistance felt. Leg extended, guide wire slowly removed, line reconnected to flush-unable to flush easily, beads of flush visible at the point where the thicker white part of the line coming from the butterfly where it meets the thin part of the line. Line needed to be removed; line full of blood.

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no sample had been returned. Due to the missing sample no analysis or investigation was possible. This complaint could not be classified as we did not receive a sample for examination. The instruction for use (IFU) for this product there is a statement that if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Tests have shown that a bolus injection of diluted intralipid will support stylet removal even more. Looking to the pir the customer used 2 % chlorhexidine and 70% alcohol as disinfectant. The instruction for use (IFU) for this product there is a statement that warns users to avoid contact with organic solvents, such as alcohol or acetone, which may interact with catheter material and weaken it. Further, it seems the user aspirated blood to confirm the correct placement. We further have special hints in the product's IFU regarding this: "this catheter is not suitable for blood aspiration". The batch history record was reviewed and did not show any deviations during the production. This is the 2nd complaint for batch 8023296 and the 4th regarding a stylet problem on code (B)(4) but none of them manufacturing related. Each catheter is flow and leak tested before packaging a manufacturing fault could be excluded. We recommend retraining the customer in catheter handling and following the product's IFU. Corrective action: no corrective action will be taken at this time. However, both vygon (B)(4) and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.